Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified significant damage and fracturing at the collar. Bone debris presented on the outside threads of the implant. Additionally, part of fractured screw stuck in the implant drive feature. Pre-existing patient conditions and tooth location were unknown due to limited information provided by customer. However, the devices were placed for approximately 4 years. The reported events could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) reviews were completed for the subject lot number 63385542. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63385542) for similar event using keywords 'fracture implant' and no other complaint was identified. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvwb10 & unknown lz screw) and event (fractures). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the zirkonium crown had mobility and was unscrewed. Doctor realized the implant body was fractured making the abutment screw loose and crown mobility.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant fracture. Patient went to the practice with a loose crown and the implant was found fracture and therefore removed.